Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an 8.5mm reamer head broke into four (4) pieces during an initial tibial nail procedure on november 1, 2015. One (1) fragment stayed attached to the reamer head, but the other three (3) pieces broke completely off. The surgeon decided to leave those pieces in the patient. The procedure was completed successfully with no reported delay. This report is 1 of 1 for (B)(4).